Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The investigation found that the dso seal was delaminated. This was replaced to fix the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the lcd was broken. The investigation found that the dso seal was delaminated. No patient involvement.